Event description:
It was reported that during a laparoscopic gastrectomy procedure, the black ring rubber dropped off when inserted the 5mm clamp. Another device was used to complete the case. There were no adverse consequences to the pt.